Event description:
A report was received that alleges that the trach tube became torn. The trach is torn where the tube attaches to the flange. The trach was replaced and the patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.